Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Caller was educated about the potential effects of magsafe magnets, removed the cartridge from the pump, delivered a 9-unit bolus, and successfully reloaded the cartridge to resume insulin therapy, resolving the issue.